Event description:
Customer called stating that their meter is reporting erratic results. Their meter reported a result of 439 mg/dl compared to the hosp results of 114 mg/dl. An evaluation of the system was conducted over the phone, which determined that the meter was working within specifications. Sending out control solution for further testing.